Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during a coronary artery stenting procedure treating three lesions, the 1st rpl (pre-dilated), the prox lad (pre-dilated), and the restenosed mid rca, a proximal edge dissection occurred in the prox lad. An additional xience v stent was deployed successfully in the prox lad as treatment. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident. Dissection, as listed in the xience v IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product issue. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states "implanting a stent may lead to dissection of the vessel distal and /or proximal to the stent and may cause acute closure of the vessel requiring additional intervention..." There were no reported difficulties deploying the stent implant. A definite root cause for the dissection and the relationship to the device cannot be determined.